Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer experienced extreme low blood glucose for several hours. The customer disconnected from the insulin pump, but their blood glucose remained low. The customer reported drinking an entire gallon of orange juice, eating food and administering a glucagon injection, but their blood glucose did not rise. Blood glucose was unknown at the time of incident. The customer believed that the infusion set or insulin pump may have over-delivered. However, the insulin pump will not be returned for analysis.